Event description:
It was reported during surgery that the surgeon was repairing a fracture of the humeral epicondylar with an acutrak 3 when the driver tip broke. The surgery was completed with another driver tip after a 5-minute delay. No adverse patient consequences were reported. This report is related to report number 3025141-2025-00020 for the driver involved in this event.

Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/ lot number of the screw is unknown.